Manufacturer narrative:
Facility: unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
(B)(6) it was reported that in 2010, the patient had a lower back infusion and was implanted with rhbmp-2/acs. Post-op, the patient had complications of uncontrolled bone growth that was impinging his nerves. The surgeon already removed excessive bone growth over hardware and bone removed every few years or so as needed. After seeing lawyer commercials the patient noticed that rhbmp-2/acs was used 2 times in surgeries in 2010. Only initially went in to remove hardware which was supposedly the pain generator. Surgeon had to free up nerves from bone to help with pain and to save the nerves from extensive damage.